Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown dental and oral surgery on an unknown date and suture was used. The suture was detached from the needle during use. The lot number is llh877. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A labeled winding former with a partially dispensed suture and a detached needle were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture was cut appears to be by the use of a surgical instrument. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.